Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set broke into two pieces. This issue occurred during use. It was unknown if a patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d10, h6 (update codes), h11. B5: the patient had levophed infusing at the time of the event. The nurse at bedside retrained patient while new tubing was placed and drip was restarted. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.